Event description:
The customer reported that the pt coded in the or suite. The staff was unable to revive the pt with product. The customer claims product failure. Multiple uses of an add'l defibrillator failed to revive the pt. The pt expired.